Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: age or date of birth , date of event, date of report, relevant tests/laboratory data, other relevant history, brand name, concomitant medical products, date rec'd by MFR, PMA/510k, type of reportable event and if follow-up what type. Event: additional information received per the medical records indicate that the patient has a history of morbid obesity (body mass index was greater than 55) and chronic venous insufficiency. The filter was implanted prophylactically prior to planned bariatric surgery. The filter was deployed via the patient's right common femoral vein. It was placed below the renal veins, but above the vena cava bifurcation. The patient tolerated the procedure well. The results of computed tomography (CT) scans done approximately ten years and four months after the index procedure indicate that the cranial tip of the filter lies 2.6 cm inferior to the right renal vein. There was a 17 degree tilt. There was no evidence of perforation of the inferior vena cava wall. There was no evidence of filter fracture. There was no evidence of stenosis. The scan revealed calcified granuloma in the right middle lobe of the lung bases and hepatic steatosis.   Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter. The patient became aware of the reported event approximately ten years and four months after the index procedure. The patient also reported being scared, feeling anxious and experiencing mental anguish. As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, history includes morbid obesity (body mass index was greater than 55) and chronic venous insufficiency. The filter was implanted prophylactically prior to planned bariatric surgery. The filter was placed below the renal veins, but above the vena cava bifurcation. The patient tolerated the procedure well. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. A computed tomography (CT) scan, done approximately ten years and four months after the index procedure, revealed the cranial tip of the filter lies 2.6 cm inferior to the right renal vein. There was a 17 degree tilt. There was no evidence of perforation of the inferior vena cava wall. There was no evidence of filter fracture. There was no evidence of stenosis. The scan revealed calcified granuloma in the right middle lobe of the lung bases and hepatic steatosis. Per the patient profile form (ppf), the patient reports tilting of the filter. The patient also reported being scared, feeling anxious and experiencing mental anguish. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilting of the filter. The patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.